Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "intraoperative repair of mitral paravalvular leak with amplatzer plug", was reviewed. This research article is a retrospective single center experience to describe the method of placement of amplatzer plugs for repair of paravalvular leak and the results of the procedure. Amplatzer vascular plugs and epic valves were associated with the study. There is no allegation of malfunction of the abbott devices. The article concluded that intraoperative delivery of amplatzer vascular plugs for treatment of paravalvular leaks during mitral valve replacement(mvr) appears to be safe and effective at reducing postoperative mitral valve insufficiency. The primary and correspondence author of the article is h. Edward garrett, jr., md, cardiovascular surgery clinic, pllc, 6029 walnut grove rd, suite 401, memphis, tn 38120, USA with the corresponding email: egarrettmd@cvsclinic.com.

Manufacturer narrative:
An event of paravalvular leakage was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.